Manufacturer narrative:
Additional investigation information received. The investigation results for this complaint are: involved product that broke during use (protaper gold shaping file s1 25mm coming from a protaper gold assortment sx-f3 25mm) was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1893331). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.

Event description:
In this event it is reported that a protaper gold assort sx/f3 25mm ster file broke during use. The broken part remains in the root canal. Patient recommended to higher level specialist for further treatment of removing the broken part. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
We received the following information regarding this complaint: the sales communicated with the doctor and got the following information. 1. The broken part has been removed from the patient's mouth. 2. The product was not retained and cannot be sent back for investigation. This is a follow up report for this additional information. Investigation results: summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1734455). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behaviour during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 3165, health effect - impact code - 4648, the correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199, this is a follow up report to correct this code.